Manufacturer narrative:
The electronic log file was available for investigation. The reported interruption of automatic ventilation could be reconstructed by means of the information stored therein. At 07:52 am at the reported date of event the fabius detected an excessive airway pressure and restarted ventilator. After the restart the excessive pressure still persisted and the fabius reacted as specified for this scenario by initiating a shutdown of the ventilator to prevent from harmful pressure. In this case corresponding visible and audible alarm is generated. As the log entries did not indicate a device failure it was concluded that the excessive pressure was a result of either the patient condition or any other external impact. The fabius reacted according to specification by shutting down the ventilator. Manual ventilation and monitoring will still be available to continue the case without disconnecting the patient.

Event description:
It was reported that there was a ventilator failure during a case. There was no patient injury reported.